Manufacturer narrative:
Patient information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The frames were returned to medtronic for analysis. One of the two returned frames had a perc pin stuck partially inserted into the base and the pieces could not be separated. The internal diameter of the perc pin base on the reference frame was found to be undersized and the same measured diameter as the perc pin thus causing the fit issue. A mechanical manufacturing defect was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the blue percutaneous reference frame could not be fully inserted into the percutaneous pin. It was reported that a second reference frame and multiple pins were attempted without resolution. It was noted that the pins were attached to the spine air adapter. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome.